Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID m995402a001 lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), UDI#:(B)(4). ; product ID: m995402a001, serial/lot #: (B)(6) h3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6) revealed a corroded main pcb. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt)  had a problem with the controller as the controller was not working at all; pt stated that the controller was completely dead and that the controller wouldn't take a charge. Pt confirmed that the controller screen was blank and that the controller was not powering on. Pt noted that they were about blind and couldn't read anything, so they had their wife assisting them. Patient services (pss) had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; caller confirmed that the controller powered on. Caller stated that memory problem data has been lost appeared. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller stated that there was no green light flashing above the screen and that the screen was dim; caller tried pressing the up and down arrows on the controller, however the controller screen would not get any brighter. Pss had the caller remove the battery pack from the controller; caller had the pt remove the battery pack from the controller as they stated that they broke their fingernail trying to remove the battery pack from the controller. Caller confirmed that the contacts in the controller compartment and on the battery pack looked fine. Pss had the caller unplug the ac power supply cord from the controller and then reconnect the ac power supply cord to the controller without the battery pack inserted; caller stated that the screen was still not fully lit. After reinserting the battery pack into the controller with the ac power supply connected again, caller stated that memory problem appeared, however tapping ok did nothing as the message would not go away and the controller would not advance to another screen. Caller confirmed that the ac power supply green light was on. When asked for the event date, pt stated that it was a couple days ago and confirmed saturday. No symptoms were reported.